Event description:
The customer reported that during an hbc assay there was no sample or diluent in position a11 using summit sample handler. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.